Event description:
The complainant alleged that during a synchronized cardioversion of a patient, age and gender unknown, the device would intermittently not sense the "r" wave and was unable to perform a synchronized discharge. The clinicians opted to convert the patient without the sync mode. The complainant indicated that there was no adverse effect to the pt as a result of this reported malfunction. It was also indicated that the device was not under warranty, that the device would not be returned to zoll medical for evaluation and the biomed would attempt to repair the device.